Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that there was faulty wiring in the high voltage cable. The cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the stenoscope auto tracking feature of technique and image contrast was not operational requiring all adjustments to be made manually creating delay. There was no adverse patient involvement reported. There was no patient information reported.